Event description:
It was reported that, during an open reduction internal fixation of the proximal humerus, a drill bit broke. The surgeon was implanting a locking compression plate (lcp) proximal humerus plate and reduction was achieved. During drilling to implant a screw, the drill bit tip broke. It was reported that about 20mm of the drill bit was left in the patient¿s humeral head. The procedure was completed successfully and no patient harm or surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number provided could not be verified; therefore, further investigation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.